Manufacturer narrative:
Received one used list# cl2100 chemolock port for inspection. No defects or anomalies noted. The cl2100 was leak tested per product specifications in the inactivated state and when connected to an ICU medical provided chemolock. There was no leakage. The reported complaint was unable to be replicated or confirmed. The possible lot history records for possible lots 14135122, 14186032 were reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in d10 concomitant products, e3 - initial reporter occupation, e4 - initial report sent to FDA and h6 component code.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a chemolock port where they reported that doxorubicin was administered through pvad with chemolock connector and compatible syringe connector, and when disconnected to begin next syringe, the chemolock leaked about a quarter sized amount of drug onto absorbent pad. They further mentioned that the nurse was sure the port was connected properly to the IV tubing connector when they injected the doxorubicin hd with injector cl2000s on syringe. There was patient involvement, and no adverse event reported.